Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.(B)(4) - the dentist reported that, 8 months after the dental implant was installed in intraoral region #7, its non- osseointegration was observed. Twenty five ncm of primary stability was achieved. The patient presented insufficient bone quality/ quantity (bone type iii).